Manufacturer narrative:
(B)(4)

Event description:
It was reported that both implants deployed at the same time. A backup device was available to complete the procedure. There was a reported delay in the procedure of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
This device was documented as having been used and malfunctioned. Upon visual inspection it was observed that the device appears to be in new condition. It was received in the original packaging and appears to not have been used as it is undisturbed. There is no damage as with other devices that were returned. There is no supporting evidence that both implants deployed as they are intact for this return. The returned device is identified to be a functional device.